Manufacturer narrative:
Unit received with bleeding and cracked glass on lcd board. Unit received with cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump display screen was damage during a robbery. Customer reported that insulin pump was hit with a pipe. Customer was advised that insulin pump would need to be replaced.